Event description:
It was reported by the customer that when attempting to use the device on a pt, the monitor screen showed incomprehensible data and the device could not be powered off. The pt's outcome was not reported.

Manufacturer narrative:
The hosp biomedical engineer replaced the dallas smartwatch component, designator u28, on the main pcb assembly and tested the device. The device has not been returned to physio-control for eval.